Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Patient height: (B)(6). (B)(4).

Event description:
It was reported the end user's stoma sustained a small cut, measuring approximately 13mm, at the distal end of his stoma. The cut bleeds a small amount when the stoma is cleansed but resolves without intervention. The end user was instructed on proper molding techniques to use during the skin barrier application process. No further patient complications were reported.

Manufacturer narrative:
Additional information received november 17, 2015. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. The product associated with this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.